Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient was seeing an 8286 (empty reservoir) code on her ptm (personal therapy manager). The pump was not alarming. The patient had missed a pump refill. The last pump refill was (B)(6) 2016. The pump was scheduled to be refilled on (B)(6) 2016, but the clinic ¿closed its doors¿. The patient did not have a pump managing physician, but did have physician listings and there was a home health nurse who was working on finding a doctor to get the pump refilled. The patient had been feeling worn out and very tired for the past few days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient¿s pump was still dry. The patient¿s healthcare professional (hcp) would not get saline in until (B)(6) 2017 and did not know what kind of saline to use. The patient¿s pump only had drug in it for 3 of the months since (B)(6) 2015. The pump had saline in it, and then was switched to morphine in (B)(6). Patient was supposed to be refilled on (B)(6) 2016 but the clinic was closed. The patient had not heard the pump alarm. The patient¿s personal therapy manager (ptm) programmer code confirmed the pump registered an alarm in the logs. The patient stated that she had found a hcp who would take her and refill with medication if she had the pump filled with saline first, but the current hcp would not do that. Additional information was received from a consumer (con). It was reported that saline was put in on 2016-nov-10. The patient was to have 2 mris on (B)(6) 2016 at 10 am. The patient claimed that she was told that the hcp would not do an MRI without a manufacturer¿s representative (rep) present.

Event description:
Additional information was received from a healthcare professional (hcp). Patient was to have a lumbar and thoracic spinal MRI and they needed a manufacturer¿s representative (rep) present for the scan and to check the pump post MRI. Hcp repeated that pump did indeed have saline in it. This hcp stated that they have only seen the patient a few times and that they were not the patients managing pump hcp as that managing hcp got himself in legal trouble.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.